Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr por fem-rt 70, item# 183052, lot# 322710; biomet por pri tib tray 79mm, item# 141265, lot# 442310; biomet finned pri stem 40mm, item# 141314, lot# 522910. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently was revised due to instability. There is no additional information at this time.

Manufacturer narrative:
After investigating, it was discovered that an incorrect date was submitted for the initial procedure. The initial surgery occurred on an unknown date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. A photograph of the explanted device was provided and shows some blood stains on the device. Product was not returned therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.